Manufacturer narrative:
Investigation included user education and troubleshooting. Investigation of this case revealed that the issue was limited to device connectivity between the g7 cgm and the ilet. It was concluded that user guidance restored appropriate operational status pending sensor warm-up, and that the ilet functioned with manual entries as designed.

Event description:
It was reported that a dexcom g7 sensor paired to the dexcom app was not providing readings to the ilet, indicating a pairing failure to the ilet while the sensor was in warm-up; the user was guided to toggle the g6/g7 setting and reenter the sensor code, and was educated on manual blood glucose entry and the ability to operate in this mode for up to 72 hours. Symptoms included no alerts or alarms and absence of cgm data on the ilet. Outcomes included continued ilet use with manual blood glucose entry.